Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate procedural factors (manipulation of the delivery system during valve deployment), in addition to patient factors (mild annular calcification, mild native leaflet calcification, no aortic root calcification) likely contributed to the valve embolization into the aorta and subsequent deployment in the descending aorta. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2017-04417.

Event description:
During a transfemoral tavr procedure, performed under conscience sedation, as a 23 mm sapien 3 valve was being inflated/deployed, the valve started to ¿rise¿. The valve started to embolize into the aorta and because it could not be held in correct position in the aortic annulus, it was pulled into the descending aorta and deployed there. Tension in the delivery system was also reported. A second sapien 3 valve was prepared and successfully deployed in the intended 60:40 aortic/ventricular (a/v) position. The patient was transferred in stable condition. The native annular valve area measured 435 mm2 by CT. Mild annular calcification, mild native leaflet calcification and no aortic root calcification was reported. The sheath and delivery system were discarded post procedure and are not available for evaluation. The sapien 3 valves remain implanted in the patient.

Manufacturer narrative:
The delivery system was not returned for evaluation. The valve remains implanted in the patient. Procedural cine was not provided. Device embolization and valve deployment in unintended location (non-target location) are listed in the instructions for use (IFU) as potential risks associated with the tavr procedure. Procedural training manual provides the following instruction related to managing tension in the delivery system: · thv may lock into the calcium when positioning creating stored tension in the delivery system · release delivery system tension prior to deployment by ensuring thv is coaxial within annulus on final position · possible aortic movement during initial deployment: a slow controlled inflation during initial deployment may help with stability of the delivery system and thv. · never lock the inflation device during bav or thv deployment · verify flex tip is on triple marker to ensure full inflation of balloon during deployment factors that may affect the thv deployment characteristics include: · severe idiopathic hypertrophic subaortic stenosis (ihss) in this case, there was no allegation or indication a device malfunction contributed to this procedural difficulty. Investigation results suggest/indicate that patient conditions (mild ventricular septal hypertrophy) and procedural factors (manipulation of the delivery system during deployment, delivery system tension) reported events. DHR review is not required as there is no allegation of a manufacturing non-conformance no labeling or IFU/training inadequacies were identified. Review of complaint history revealed that the occurrence rate does not exceed the december 2017 control limits for this trend category. Therefore, no corrective or preventative action is required.